Event description:
The reporter stated that reporter did back to back (rapid succession) blood glucose, using separate fingersticks. Reporter's results were 136, 91 and 237mg/dl. Reporter did not have any symptoms. A control solution test of 136 was in range. On followup, the reporter stated that reporter checks the confirmation dot when testing. Reporter's technique of applying blood is accurate. No harm was alleged.